Event description:
It was reported that the patient lost therapy. X-ray confirmed that one of the leads had fractured. As such, surgical intervention took place, during which impedance check revealed high impedance on the other lead. In turn, both the leads were explanted and replaced to address the issue. Reportedly, adequate therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
As reported, the system replacement due to high impedance was confirmed. As received, the model lead 3186 "b" was complete and microscopic inspection found all wires were broken which would cause the high impedance issue as reported. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.